Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges: "during use, the temp probe came out of the circuit, and the heater was displaying 53 degrees c. The heater was turned off to cool down; the temp probe was replaced, and was returned to service. The hospital does not know which heater was to blame. It is unk if it was the proximal or distal temp probe that became detached." No pt injury reported.